Event description:
It was reported via literature that complications occurred post-cryoablation procedures, requiring intervention. In a retrospective multicenter cohort study, 61 patients were analyzed after pre-procedural ureteral stenting followed by the use of icefx or visual ice cryoablation system with 17-gauge or 14-gauge icepearl, icerod, iceforce, or icesphere needles. All patients were being treated for clinical t1 renal cell carcinoma (rcc). Percutaneous cryoablation (pca) and ureteral stenting procedures were performed identically at the two sites. Each procedure was performed as follows: a urologist performed the pre-procedural ureteral stenting with the patient in general anesthesia from anywhere between two weeks before the pca procedure to the day of the pca procedure. Percutaneous cryoablation was performed with a double-freeze-thaw cycle of 10 minutes freeze and 8 minutes thaw. An expanding ice ball covered the entire tumor and exceeded the tumor circumference by a minimum of 5 mm. Sequential computed tomography (CT) scans were performed 4 and 8 minutes into each freezing cycle for ice ball identification, cryoprobe position evaluation, and monitoring for possible complications. Indication of technical success was evaluated after the completion of the procedure. The patients were observed for approximately 4 hours and discharged if no immediate complications arose. Of the 61 patients included, 36% developed complications within 30 days after the procedure. Hereof, 26% developed minor complications and 10% had major postoperative complications. Minor complications included pain, pneumothorax, abscess, hematomas, urinary tract infection, urine retention and urgency. Major complications included one pneumothorax treated with pleural drainage, one case of hydronephrosis and complicated urinary tract infection treated with replacement of the stent and intravenous antibiotics and one case of urinary retention due to displaced stent, treated with replacement of the stent. One case of sepsis was treated at the intensive care unit for two days, one case of acute worsening of chronic renal failure was treated with fluid restriction, and one case of kidney outflow obstruction was treated with replacement of the stent.

Manufacturer narrative:
A2: age at time of event: the median age of the patients was 66 years. A3b: gender of the patients were 70% male. B3: the event date was estimated to be the earliest procedure date included in the analysis. Junker, t., tivell, l., ronnegaard, a. E., duus, l. A., olesen, t. H., lund, l., nielsen, t. K., dahlman, p., magnusson, a., & graumann, o. (2025). Safety of CT-guided percutaneous cryoablation in patients treated for clinical t1 renal cell carcinoma with the need for pre-procedural ureteral stenting: an international cohort study. Clinical radiology, 82, 106806. Https://doi.org/10.1016/j.crad.2025.106806.